Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro started glowing red and smoking in the patient's leg. It was immediately taken out and replaced with another hemopro. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.